Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. Customer reloaded the cartridge and fill estimate was accurate. Blood glucose was in the 300 mg/dl range. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.